Event description:
Related manufacturing reference number: 2017865-2025-11100. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp exhibited loss of capture and failure to sense. Fluoroscopy showed the atrial lp helix stretched. The lp was removed and replaced. The new lp also exhibited loss of capture and low sensing. The lp was removed. The physician elected to implant a transvenous pacemaker system. The patient was stable.

Manufacturer narrative:
The reported event of capturing problem and sensing problem were not confirmed. Visual inspection showed that the outer helix and inner helix were within specification. Electrical features were analyzed and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.